Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
Result: the 5max ace was kinked approximately 1.0 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicated upon removal from the packaging, the 5max ace catheter was found "kinked and broken" and was not used. Evaluation of the returned device revealed that the 5max ace was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is removed at an angle while force is applied, the strain relief may kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, a 5max ace catheter was found fractured near the proximal shaft and was not used. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.